Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The reported patient effect of tissue damage, as listed in mitraclip ntr/xtr system, instructions for use, is a known possible complication associated with mitraclip procedures. All available information was investigated and the reported difficulty grasping the leaflets and difficult leaflet capture was likely related to the challenging patient pathology. The reported tissue damage appears to be due to the difficulty grasping the leaflets. There is no indication of a product issue with respect to design, manufacturing, or labeling of the device.

Event description:
This is filed to report tissue damage. It was reported that this was a mitraclip procedure performed to treat functional mitral regurgitation (mr) with an mr grade of 4+. The first clip was implanted centro-lateral on the mitral valve. To further reduce mr, a second clip was advanced. Grasping the leaflets was difficult and the leaflets would not remain captured. The leaflets were ultimately grasped and captured; however, leaflet insertion and mr reduction was not satisfactory. The clip was not implanted and was removed. The posterior leaflet appeared to be damaged. The procedure was discontinued. Mr remained 4+ and the patient remained in stable condition. No additional information was provided.